Manufacturer narrative:
(B)(4). Additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: painful capsular contracture (baker grade IV). Device evaluation: visual analysis of the photographs identified: a red encapsulation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Physician reported "capsular contracture - baker grade IV". Ultrasound has been performed. "Seroma" was later reported. Device has been explanted and replaced with a non-allergan device. This relates to the right side

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: the event medical code is not possible observed. Seroma-late: the event medical code is not possible observed. Additional observations: deformation device observed on the device. Yellow particles observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h2, h3, h6.

Event description:
Physician reported "capsular contracture - baker grade IV". Ultrasound has been performed. "Seroma" was later reported. Device has been explanted and replaced with a non-allergan device. This relates to the right side.